Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was received indicating a lead integrity alert (lia) triggered due to the right ventricular (rv) lead defibrillation coil impedance out of range. The lead alert parameter was reprogrammed with the lead continuing to be monitored remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.